Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 181 mg/dl. The customer experienced symptoms such as abdomen pain, nausea, going to bathroom all night and tiredness. The customer was treated with the insulin pump. The customer was off the pump prior to hospitalization for less than 48 hours. The customer's current blood glucose was 267 mg/dl. Troubleshooting was performed and insulin exited. The customer states that their blood glucose was high due to eating too many carbohydrates. The customer also states that they experienced low blood glucose of 23 mg/dl. The customer declined to perform the high pressure test. Additionally, the customer reported that their blood glucose was 1556 mg/dl when they found out they had diabetes. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.